Manufacturer narrative:
Three new chemolock devices were received for inspection. No defects or anomalies noted. Each chemolock was leak tested per product specifications. There was no leakage. The reported complaint was unable to be replicated or confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed. Lot history review was conducted, and no relevant nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 sep 2025 has been used as a placeholder. The device has been received for evaluation. The investigation is pending completion.

Event description:
Event occurred regarding a chemolock where it was reported that it was leaking. There was patient involvement but no patient harm.